Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor, sensor patch, adhesive, and sharp and no issues or physical damage was observed. Serial number was confirmed to match DHR. Issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin infection while wearing an adc device and experienced symptoms described as redness, swelling, bumps, and "whole arm infected". Customer had contact with a healthcare professional and was prescribed clindamycin 300 mg antibiotic for treatment. There was no report of death or permanent injury associated with this event.